Manufacturer narrative:
The following fields have been updated with additional/corrected information; a1, b5, d1, d2, d4, d5, d9, g1, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-jan-2021 to 24- jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that this station is in retry mode, preventing the station from uploading to the server, retry is caused by one or several transactions referring to a storagespacesnapshotkey that is missing from strg.storagespacesnapshot in the server. The technical support specialist applied the ka to fix the issue by dial into station and stop data synchronization and maintenance services. Decrypt and create a backup of the station database. Access ssms and execute a test update on the specified row. Restart the data synchronization and maintenance services. Observe for any errors or additional retry modes, the retry issue has been rectified. It has been confirmed that the device has uploaded zero changes, with no discrepancies in the change tracking version. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that the bd pyxis anesthesia es server is not synchronized with a station. The customer indicated that medication removals are not being communicated to the server, therefore refill triggers are not occurring. The patient was on the table and the stocked out medication (ketamine) had to be retrieved from another station., the length of the delay to care was not disclosed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system experienced a medication out of stock event during a procedure. The nature of the procedure was not disclosed. Customer stated that ketamine, the required medication was retrieved from a nearby station. The length of the delay to care was not disclosed. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that the device was in a "not communicating" state; this prevented data from being uploaded to the server which prevented the required medication from being refilled. Technical support specialist applied knowledge article (B)(4)- medes retry - insert into tx.storageitemtransaction. Communication was restored between the device and the server. Device tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system experienced a medication out of stock event during a procedure. The nature of the procedure was not disclosed. Customer stated that ketamine, the required medication was retrieved from a nearby station. The length of the delay to care was not disclosed. Patient or user harm was not reported.